Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding") and kidney infection ("kidney infection") in an adult female patient who had essure (batch no. C61079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse, dyspareunia"), fatigue ("fatigue"), the first episode of depression ("depression"), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), the second episode of depression ("depression"), rash generalised ("rash on face and body"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), palpitations ("painful palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), chills ("chills"), tremor ("tremors"), pelvic pain ("pain"), vision blurred ("blurred vision"), weight decreased ("weight loss"), diarrhoea ("diarrhea"), constipation ("constipation"), confusional state ("confusion"), the second episode of alopecia ("hair loss"), arthralgia ("joint pain"), dyskinesia ("loss of movement"), skin discolouration ("black spot on face"), hirsutism ("facial hair growth"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), back pain ("lower back pain") and dysarthria ("articulation"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, kidney infection, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, menstruation irregular, vaginal haemorrhage, female sexual dysfunction, anxiety, the last episode of depression, rash generalised, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, chills, tremor, pelvic pain, vision blurred, weight decreased, diarrhoea, constipation, confusional state, the last episode of alopecia, arthralgia, dyskinesia, skin discolouration, hirsutism, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, pain in extremity, back pain and dysarthria outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, bladder disorder, chills, confusional state, constipation, cystitis, diarrhoea, dysarthria, dyskinesia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, kidney infection, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, palpitations, pelvic pain, rash generalised, skin discolouration, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, the first episode of alopecia, the first episode of depression, the second episode of alopecia and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number added. Events irregular periods, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse) , kidney infection, anxiety, depression, rash on face and body, bladder problems or changes, urinary problems or changes, migraines, headaches, painful palpitations, nausea, dental problems, chills, tremors, pain, blurred vision, fatigue, weight loss, diarrhea, constipation, confusion, hair loss, joint pain, loss of movement, black spot on face, facial hair growth, bladder infection, urinary tract infection, vaginal infection, stomach pain, legs pain, lower back pain, articulation and essure confirmation test: no added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding") and kidney infection ("kidney infection") in a 41-year-old female patient who had essure (batch no. C61079 inv, c51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida and parity 4. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 2 years 5 months after insertion of essure, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse, dyspareunia"), fatigue ("fatigue"), the first episode of depression ("depression"), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), the second episode of depression ("depression"), rash generalised ("rash on face and body"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), palpitations ("painful palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), chills ("chills"), tremor ("tremors"), pelvic pain ("pain"), vision blurred ("blurred vision"), weight decreased ("weight loss"), diarrhoea ("diarrhea"), constipation ("constipation"), confusional state ("confusion"), the second episode of alopecia ("hair loss"), arthralgia ("joint pain"), mobility decreased ("loss of movement"), skin discolouration ("black spot on face"), hirsutism ("facial hair growth"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), back pain ("lower back pain") and dysarthria ("articulation"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, kidney infection, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, menstruation irregular, vaginal haemorrhage, female sexual dysfunction, anxiety, the last episode of depression, rash generalised, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, chills, tremor, pelvic pain, vision blurred, weight decreased, diarrhoea, constipation, confusional state, the last episode of alopecia, arthralgia, mobility decreased, skin discolouration, hirsutism, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, pain in extremity, back pain and dysarthria outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, bladder disorder, chills, confusional state, constipation, cystitis, diarrhoea, dysarthria, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, kidney infection, menorrhagia, menstruation irregular, migraine, mobility decreased, nausea, pain in extremity, palpitations, pelvic pain, rash generalised, skin discolouration, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, the first episode of alopecia, the first episode of depression, the second episode of alopecia and the second episode of depression to be related to essure. The reporter commented: she was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Lot number:c51079, man date:2014-04-28, exp date: 2017-04-30. Lot number: c61079 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding") and kidney infection ("kidney infection") in an adult female patient who had essure (batch no. C61079 inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse, dyspareunia"), fatigue ("fatigue"), the first episode of depression ("depression"), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), the second episode of depression ("depression"), rash generalised ("rash on face and body"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), palpitations ("painful palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), chills ("chills"), tremor ("tremors"), pelvic pain ("pain"), vision blurred ("blurred vision"), weight decreased ("weight loss"), diarrhoea ("diarrhea"), constipation ("constipation"), confusional state ("confusion"), the second episode of alopecia ("hair loss"), arthralgia ("joint pain"), mobility decreased ("loss of movement"), skin discolouration ("black spot on face"), hirsutism ("facial hair growth"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), back pain ("lower back pain") and dysarthria ("articulation"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, kidney infection, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, menstruation irregular, vaginal haemorrhage, female sexual dysfunction, anxiety, the last episode of depression, rash generalised, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, chills, tremor, pelvic pain, vision blurred, weight decreased, diarrhoea, constipation, confusional state, the last episode of alopecia, arthralgia, mobility decreased, skin discolouration, hirsutism, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, pain in extremity, back pain and dysarthria outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, bladder disorder, chills, confusional state, constipation, cystitis, diarrhoea, dysarthria, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, kidney infection, menorrhagia, menstruation irregular, migraine, mobility decreased, nausea, pain in extremity, palpitations, pelvic pain, rash generalised, skin discolouration, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, the first episode of alopecia, the first episode of depression, the second episode of alopecia and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding") and kidney infection ("kidney infection") in a 41-year-old female patient who had essure (batch no. C61079 inv, c51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida and parity 4. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 2 years 5 months after insertion of essure, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse, dyspareunia"), fatigue ("fatigue"), the first episode of depression ("depression"), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), the second episode of depression ("depression"), rash generalised ("rash on face and body"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), palpitations ("painful palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), chills ("chills"), tremor ("tremors"), pelvic pain ("pain"), vision blurred ("blurred vision"), weight decreased ("weight loss"), diarrhoea ("diarrhea"), constipation ("constipation"), confusional state ("confusion"), the second episode of alopecia ("hair loss"), arthralgia ("joint pain"), mobility decreased ("loss of movement"), skin discolouration ("black spot on face"), hirsutism ("facial hair growth"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), back pain ("lower back pain") and dysarthria ("articulation"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, kidney infection, dysmenorrhoea, abdominal pain, dyspareunia, fatigue, menstruation irregular, vaginal haemorrhage, female sexual dysfunction, anxiety, the last episode of depression, rash generalised, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, chills, tremor, pelvic pain, vision blurred, weight decreased, diarrhoea, constipation, confusional state, the last episode of alopecia, arthralgia, mobility decreased, skin discolouration, hirsutism, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, pain in extremity, back pain and dysarthria outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, bladder disorder, chills, confusional state, constipation, cystitis, diarrhoea, dysarthria, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, kidney infection, menorrhagia, menstruation irregular, migraine, mobility decreased, nausea, pain in extremity, palpitations, pelvic pain, rash generalised, skin discolouration, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, the first episode of alopecia, the first episode of depression, the second episode of alopecia and the second episode of depression to be related to essure. The reporter commented: she was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. Reporter information was added. Essure lot number was added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (batch no. C61079 inv, c51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included multigravida and parity 4. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced kidney infection ("kidney infection"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse, dyspareunia"), fatigue ("fatigue"), the first episode of depression ("depression"), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), the second episode of depression ("depression"), rash ("rash on face and body"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), palpitations ("painful palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), chills ("chills"), tremor ("tremors"), vision blurred ("blurred vision"), diarrhoea ("diarrhea"), constipation ("constipation"), confusional state ("confusion"), the second episode of alopecia ("hair loss"), arthralgia ("joint pain"), mobility decreased ("loss of movement"), skin discolouration ("black spot on face"), hirsutism ("facial hair growth"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), back pain ("lower back pain"), dysarthria ("articulation") and panic attack ("panic attacks") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). At the time of the report, the pelvic pain, kidney infection, dysmenorrhoea, dyspareunia, fatigue, menstruation irregular, female sexual dysfunction, anxiety, the last episode of depression, rash, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, chills, tremor, vision blurred, weight decreased, diarrhoea, constipation, confusional state, the last episode of alopecia, arthralgia, mobility decreased, skin discolouration, hirsutism, cystitis, urinary tract infection, vaginal infection, abdominal pain upper and panic attack outcome was unknown, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the abdominal pain, pain in extremity, back pain and dysarthria was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, bladder disorder, chills, confusional state, constipation, cystitis, diarrhoea, dysarthria, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, kidney infection, menorrhagia, menstruation irregular, migraine, mobility decreased, nausea, pain in extremity, palpitations, panic attack, pelvic pain, rash, skin discolouration, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, the first episode of alopecia, the first episode of depression, the second episode of alopecia and the second episode of depression to be related to essure. The reporter commented: she was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Lot number:c51079 man date: 2014-04-28 exp date: 2017-04-30. Lot number: c61079 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: this case become serious incident. Pfs received. Reporter's information added. Event ;panic attack were added. Event outcome were updated : abnormal bleeding, articulation , pain: leg, back stomach. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (batch no. C61079-inv, c51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included multigravida and parity 4. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced kidney infection ("kidney infection"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse, dyspareunia"), fatigue ("fatigue"), the first episode of depression ("depression"), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), the second episode of depression ("depression"), rash ("rash on face and body"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), palpitations ("painful palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), chills ("chills"), tremor ("tremors"), vision blurred ("blurred vision"), diarrhoea ("diarrhea"), constipation ("constipation"), confusional state ("confusion"), the second episode of alopecia ("hair loss"), arthralgia ("joint pain"), mobility decreased ("loss of movement"), skin discolouration ("black spot on face"), hirsutism ("facial hair growth"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), back pain ("lower back pain"), dysarthria ("articulation"), panic attack ("panic attacks"), abdominal distension ("bloating/swelling"), gait inability ("not able to walk") and swelling ("swelling nos") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, kidney infection, dysmenorrhoea, dyspareunia, fatigue, menstruation irregular, female sexual dysfunction, anxiety, the last episode of depression, rash, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, chills, tremor, vision blurred, weight decreased, diarrhoea, constipation, confusional state, the last episode of alopecia, arthralgia, mobility decreased, skin discolouration, hirsutism, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, panic attack, abdominal distension, gait inability and swelling outcome was unknown, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the abdominal pain, pain in extremity, back pain and dysarthria was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, bladder disorder, chills, confusional state, constipation, cystitis, diarrhoea, dysarthria, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait inability, genital haemorrhage, headache, hirsutism, kidney infection, menorrhagia, menstruation irregular, migraine, mobility decreased, nausea, pain in extremity, palpitations, panic attack, pelvic pain, rash, skin discolouration, swelling, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, the first episode of alopecia, the first episode of depression, the second episode of alopecia and the second episode of depression to be related to essure. The reporter commented: she was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Lot number:c51079 man date:2014-04-28 exp date: 2017-04-30. Lot number: c61079 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (batch no. C61079-inv, c51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included multigravida and parity 4. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced kidney infection ("kidney infection"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse, dyspareunia"), fatigue ("fatigue"), the first episode of depression ("depression"), the first episode of alopecia ("hair loss"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), the second episode of depression ("depression"), rash ("rash on face and body"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), palpitations ("painful palpitations"), nausea ("nausea"), tooth disorder ("dental problems"), chills ("chills"), tremor ("tremors"), vision blurred ("blurred vision"), diarrhoea ("diarrhea"), constipation ("constipation"), confusional state ("confusion"), the second episode of alopecia ("hair loss"), arthralgia ("joint pain"), mobility decreased ("loss of movement"), skin discolouration ("black spot on face"), hirsutism ("facial hair growth"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), back pain ("lower back pain"), dysarthria ("articulation"), panic attack ("panic attacks"), abdominal distension ("bloating/swelling"), gait inability ("not able to walk") and swelling ("swelling nos") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, kidney infection, dysmenorrhoea, dyspareunia, fatigue, menstruation irregular, female sexual dysfunction, anxiety, the last episode of depression, rash, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, tooth disorder, chills, tremor, vision blurred, weight decreased, diarrhoea, constipation, confusional state, the last episode of alopecia, arthralgia, mobility decreased, skin discolouration, hirsutism, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, panic attack, abdominal distension, gait inability and swelling outcome was unknown, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the abdominal pain, pain in extremity, back pain and dysarthria was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, bladder disorder, chills, confusional state, constipation, cystitis, diarrhoea, dysarthria, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait inability, genital haemorrhage, headache, hirsutism, kidney infection, menorrhagia, menstruation irregular, migraine, mobility decreased, nausea, pain in extremity, palpitations, panic attack, pelvic pain, rash, skin discolouration, swelling, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, the first episode of alopecia, the first episode of depression, the second episode of alopecia and the second episode of depression to be related to essure. The reporter commented: she was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Lot number:c51079 man date:2014-04-28 exp date: 2017-04-30. Lot number: c61079 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Reporter's information added. Event: bloating, not able to walk and swelling were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.